Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Similar incidents have shown that the leads of the fuse button can come into contact with an adjacent component inside the handle. This can cause the fuse button to remain in the active position if depressed at an angle or make the button more susceptible to being unintentionally activated because the travel needed to activate the switch is decreased. Additional steps have been added to the manufacturing process to further minimize the potential for this type of incident to reoccur. This document represents our final report.

Event description:
"The voyant handpiece kept on activating, even when the activation button was not pressed. After plugging the instrument out and in the generator the problem did not occured again during the or." Patient status - "no complications."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.